Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as sore and chaffed. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed bepanthen for the rash. Follow up indicated that the rash improved.